Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. A review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported patient death. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: edge-to-edge mitral repair from a surgical to a percutaneous approach, o. Alfieri et al, doi 10.1007/978-3-319-19893-4_1. Springer international publishing switzerland 2015.

Event description:
It was reported through a research article that mitraclip devices may be related to events of death. Specific patient information is unknown. Details are listed in the attached article, titled "edge-to-edge mitral repair from a surgical to a percutaneous approach".